Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that battery for pcu serial number (B)(4) discharged without warning during patient use. A patient was admitted to the emergency department and a tranexamic acid infusion was started on an alaris pump. The patient was transferred to the operating room and the IV pump screen became red and the "battery discharged" message appeared, and the pump stopped infusing. No warning alarm occurred. The pump was immediately plugged in, but it would not initially function and/or restart. The pcu was taken out of service. The clinician stated this pcu was exchanged during the 8015 upgrade.

Event description:
Battery discharged without warning. It was reported that battery for pcu serial number (B)(6) discharged without warning during patient use. A patient was admitted to the emergency department and a tranexamic acid infusion was started on an alaris pump. The patient was transferred to the operating room and the IV pump screen became red and the "battery discharged" message appeared, and the pump stopped infusing. No warning alarm occurred. The pump was immediately plugged in, but it would not initially function and/or restart. The pcu was taken out of service. The clinician stated this pcu was exchanged during the 8015 upgrade.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.